Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they tried charging their implantable neurostimulator (ins) on saturday for about 4 hours and it would not charge. Patient said it went from the red to the orange and then it just quit. Patient then said the controller went unresponsive, but it does still charge. Patient stated they also had been getting error messages for the last couple weeks, maybe longer, but patient did not recall specifics of error codes. Patient stated they would reset the controller and it would be fine, but now they are not getting any errors, the implant just will not increment. Agent had patient reset controller and confirm no damages to controller nor recharger. Patient started charge session and reported it took a long time circling on checking recharge quality. Agent had patient remove recharger and blow air into controller port. Patient stated they have to fight with it, but they do charge at excellent quality. Patient stated at times it will just state recharging with no quality. Patient started charge session with excellent quality controller 100% and implant 30%, which is the highest it got since last time they tried to recharge. Agent reviewed for patient to monitor issue and call back if error persisted. Additional information was received from the patient. The patient stated that the doctor directed them to call manufacturer representative (rep) to have the recharger (rtm) and controller replaced because "they were having to charge the implantable neurostimulator (ins) every 2-3 days instead of every 4-5 days. Agent reviewed the charging frequency does not have anything to do with the function of the scs external devices. The patient (pt) stated they have had no adjustments or increases to stim or programming and have had no falls or trauma. Agent redirected patient (pt) to managing physician. Pt called back stating when they are charging the ins the controller screen goes blank and unresponsive. Agent sent request to repair to replace the rtm.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type: programmer, patient product ID 97755-s lot# serial# (B)(6). Product type: recharger b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.